Manufacturer narrative:
According to the customer, within "four hours" of using the product on (B)(6) 2025, their skin "started to boil and blister." The customer stated that they "sought care" on (B)(6) 2025 and were prescribed "steroids" for the "open wound that formed in the shape of that center bandaid pad." No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, within "four hours" of using the product on (B)(6) 2025, their skin "started to boil and blister." The customer stated that they "sought care" on (B)(6) 2025 and were prescribed "steroids" for the "open wound that formed in the shape of that center bandaid pad."